Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two nc euphora balloon catheters had balloon deflation difficulties, and the devices were slow to deflate. The devices were being used to treat a non-calcified lesion in the left anterior descending (lad) artery. The devices were inspected, and negative prep was performed with no issues. The lesion was pre-dilated. The first device (lot#: 228260574) did pass through a previously deployed stent. Resistance was not encountered when advancing the first device (lot#: 228260574). Excessive force was not used. The first balloon was used for post-dilation of a stent, and the balloon would not come down at the lesion site. After 30-40 seconds the balloon started going down very slowly. When the balloon was removed from the patient an attempt was made to try again on the bench outside of the patient, but the same thing happened again. An attempt was made to dump the fluid in the indeflator and use a new mix of contrast and saline, but there was no change. The second balloon was opened and tried on the bench first, but again, the same thing happened. A new indeflator was used, but the same issue occurred. The second balloon was not used in the patient. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the lesion had 75% tortuosity. It was not difficult to remove the protective sheaths or the packaging stylettes of both devices. An attempt was made to dump the 50/50 concentration of contrast/saline mix of fluid in the indeflator and use a new 25% contrast and 75% hep saline mix, but there was no change. An inflation pressure of 10-12 atm, possible 14 atm, was applied for inflation of both devices. Deflation difficulties occurred after the first inflation. Inflation difficulties were not noted during inflations of the devices. The devices were not moved or repositioned while inflated. Event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3 event date updated. Annex d code. Image analysis: analysis of the procedural images provided confirm a lesion can be observed in the proximal left anterior descending (lad) artery. Wiring of the lad can be observed. Balloon pre-dilation evident at the proximal lad lesion site. Post-dilation of a deployed stent can subsequently be observed. Air appears to be visible in the distal balloon, however as the images provided are single frames it is not possible to confirm the reported deflation difficulties. Improved vessel patency in the lad can be observed following treatment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: typical prep procedure includes pulling a double negative or single negative with a 20ml syringe. Negative was released and an attempt made to repeat negative pressure multiple times. Attempts were made to rattle or tap the indeflator to encourage quicker deflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.